Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
In 2015, the valve was implanted with vp-shunt (doi and the initial setting are unknown). On (B)(6) 2016, the surgeon tried to raise the valve¿s pressure setting, but the cam didn¿t move. The symptom of hydrocephalus was not showed, so the patient¿s condition was observed without a revision. This week, the symptom of over-drainage was appeared, and the obstruction of ventricle tube was noted. The valve was removed from the patient on (B)(6) 2016, and revision was performed. The patient had an unknown primary disease and the initial (B)(6). The patient is currently under the observation. The surgeon wants to know the actual pressure setting of the unmovable cam.

Manufacturer narrative:
Additional information from the affiliate correcting the explant date has been returned. This reported has been updated to reflect the corrected information. The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 160mmh2o. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, the valve leaked from the cut / tear in the silicone housing. The valve was reflux tested, the valve failed the test. The valve was dried. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed that product code 82-3164, with lot crpblg, conformed to the specifications when released to stock in 27th january 2015. The root cause for the pressure problem is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.